Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, and the user requested a replacement after basic troubleshooting; blood glucose was reportedly unaffected and the user synced data via the mobile app, with the problem localized to the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome not otherwise specified in available coding. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.